Event description:
Per the clinic, the patient experienced tissue breakdown (date not reported) at the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.